Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 497 mg/dl. The customer also reports that insulin pump had fluid in battery compartment, battery cap was missing and battery exploded. The troubleshooting for high blood glucose level could not be performed as customer was not wearing insulin pump from the unknown time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with corroded battery tube. However, device passed the self-test and displacement test. No moisture damage on electronic assembly during visual inspection.